Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 810 mg/dl. Customer went to the emergency room and was admitted to the hospital. Insulin drip was administered and customer was discharged the next day with elevated bg resolved. There was no permanent damage. Cause of event was not known. Customer reported pump was working properly; there were no alerts or alarms.